Event description:
Information was received that reported a patient was hospitalized due to an incidence of hypoglycemia. Reporter states last week, he left his physician's office with a blood glucose of 240. He tested with his 2 different meters and they were within 5 mg/dl of each other. Reporter states that he didn't bolus at all for the blood glucose but 1.5 hours later, he was pulled over by an officer two towns away suspected of driving under the influence. He was taken by paramedics to the hospital and his blood glucose was 44 even after being treated by the paramedics. At the hospital, he was given a glucose IV and released a few hours later. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.